Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom, system error 535, was verified during a review of the event history log as system error 345 alarms. The device was found out of specification in relation to the reported system error 345 alarms which were not reproduced. System error 345 alarms were found to be caused by a failed downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 535 alarm. There was no patient involvement. No additional information is available.